Event description:
Increase in knee pain [knee pain]. Onset of swelling/swelling in left knee [swelling of l knee]. Case narrative: initial information received from united states on 19-nov-2018 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5080808. This case involves an unknown age female patient who experienced increase in knee pain, onset of swelling (latency: unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient started taking hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 6 ml 1x intra-articular (lot - 7rsl039a) for unknown indication via ultrasound guidance to the left suprapatellar knee joint. On (B)(6) 2018, patient returned indicating she had an increase in knee pain and had the onset of swelling and the knee was injected with cortisone. Final diagnosis was few onset of swelling/swelling in left knee and increase in knee pain/aching on left knee. Corrective treatment: cortisone for both events. The patient outcome was reported as unknown for both events. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number; unknown, global ptc number: (B)(4). The production and quality control documentation for lot: 7rsl039 expiration date (2020-09-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot: 7rsl039 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2018, there are 3 complaints on file for lot: 7rsl039 and all related sub lots. 3 complaints are on file for lot: 7rsl039a: (1) detached luer lok hub, (1) detached plunger rod/detached luer-lok hub and (1) adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Additional information received on 28-nov-2018. Gptc number added and results were updated. Text amended accordingly. Upon internal review on (B)(6) 2018, events of white blood cells seen in synovial fluid from left knee, not be able to participate in any activities, left knee was aspirated, weakness in the knee, stiffness in left knee were deleted. Verbatim of event onset of swelling/swelling in left knee was updated to onset of swelling and increase in knee pain/aching on left knee was updated to increase in knee pain start date for event onset of swelling was updated. Clinical course updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2018: this case concerns a patient who was on treatment with hylan g-f 20, sodium hyaluronate and reported to have weakness in the knee and stiffness in left knee. The information in the case is very limited and there is no evidence of the event to occur with device. Therefore, the causality with the drug cannot be established. Further, detailed information regarding other medications, medical history and autopsy report would aid in comprehensive assessment of the case.

Event description:
Weakness in the knee [joint instability] ; stiffness in left knee [joint stiffness] ; increase in knee pain/aching on left knee [knee pain] ; onset of swelling/swelling in left knee [swelling of l knee] ; left knee was aspirated [effusion (l) knee] ; not be able to participate in any activities [activities of daily living impaired] ; few white blood cells seen in synovial fluid from left knee [synovial fluid white blood cells positive] . Case narrative: initial information received from united states on (B)(6) 2018 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5080807. This case involves an unknown age female patient who experienced increase in knee pain/aching on left knee, onset of swelling/swelling in left knee, stiffness in left knee, weakness in the knee, left knee was aspirated, not be able to participate in any activities and few white blood cells seen in synovial fluid from left knee (latency: unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient started taking hylan g-f 20, sodium hyaluronate, intra-articular injection at the dose of 6 ml 1x intra-articular (lot - 7rsl039a) for unknown indication via ultrasound guidance to the left suprapatellar knee joint. On (B)(6) 2018, patient had increase in swelling, stiffness, and aching (latency: unknown). On the same day, the left knee was aspirated and sent to the lab for analysis. The knee was aspirated and injected with cortisone. It was reported that synovial fluid obtained from the left was seen and showed few white blood cells seen (latency: unknown). On an unknown date in 2018, patient returned with fluctuating knee pain and swelling. Patient continued to not be able to participate in any activities and complained of weakness in the knee (latency: unknown). On (B)(6) 2018, patient returned indicating she had an increase in knee pain and had the onset of swelling and the knee was injected with cortisone. Final diagnosis was few white blood cells seen in synovial fluid from left knee, not be able to participate in any activities, left knee was aspirated, weakness in the knee, stiffness in left knee, onset of swelling/swelling in left knee and increase in knee pain/aching on left knee. Corrective treatment: not reported for not be able to participate in any activities and few white blood cells seen in synovial fluid from left knee; cortisone for rest of the events. The patient outcome was reported as unknown for all events. Seriousness criteria: intervention required for increase in knee pain/aching on left knee, onset of swelling/swelling in left knee, stiffness in left knee, weakness in the knee, left knee was aspirated. A product technical complaint was initiated and results were pending for the same.